Event description:
I began wearing the pixel 3 watch with lte and bluetooth on september 8th and wear it for approximately 22 hours per day. The watch uses green leds for heart rate monitoring and also monitors activity, sleep and blood oxygen. The watch band seems to be made of some type of silicone. Within the first week, I developed skin irritation characterized by patchy redness and moderate constant itchiness adjacent to the wristband area. Headaches started around september 15th. On november 11th, I experienced a severe frontal migraine with nausea. The pain was 10/10 for the first two days and then subsided to 7/10. This migraine lasted until november 14th and required an urgent care visit and a toradol injection, as my usual migraine medication was ineffective. I have never experienced a migraine this severe before. Starting around november 17th, I developed neuropathy in my left wrist and forearm, characterized by impaired difficulty typing, joint popping, numbness, and zapping pains. The zapping pains are located on the posterior aspect of the left hand and occur intermittently with an intensity of 6/10. There have been no other changes in my medications, lifestyle, or environment during this time. The watch has detected and flagged body stress responses and has been doing so more frequently lately. Nih p! Scale at migraine incident 10/10; l forearm neuropathy rated 6/10 intermittent zapping sensation. Refer to add'l documents in i2k.